Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed pressure disc accuracy. There was no patient involvement.

Event description:
It was reported that the device had failed pressure disc accuracy. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue failed pressure disc accuracy is confirmed. ¿ on 25 july 2025, syringe module was received unboxed and with paperwork. ¿ using asm software to test pressure disc verification results failed. ¿ swap pressure sensor from a known good unit, calibrated and failed pressure disc verification. ¿ swap logic board from a known good unit. Syringe passed both pressure disc calibration and verification. ¿ defective logic board is the root cause of the issue. ¿ san diego repair center to replace the logic board. ¿ defective material from supplier. ¿ device to be returned to san diego repair center for processing. ¿ failure investigation report attached to work order in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.